Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 128 mg/dl. The customer stated that the device was not dropped or exposed to water/moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.